Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. The tip was likely embedded in tissue or used for probing, which restricted fluid flow needed to cool the fiber. Without proper cooling, the fiber could overheat, leading to glue failure, likely the cause of the problem in this case. Based on the information provided, unintended use error caused or contributed to event was selected as the most probable cause for the complaint.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 13.49 minutes and 119 096 joules used, the metal cap of the fiber came off during the procedure and was quickly retrieved. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 13.49 minutes and 119 096 joules used, the metal cap of the fiber came off during the procedure and was quickly retrieved. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached from the distal end of the fiber. The metal cap was detached but not returned. The analysis also found a damage to the outer flow tubing. The complaint was confirmed. The failures of the fiber likely occurred when the tip of the fiber was buried into tissue, which is an action not recommended in the instructions for use, as it could cause overheating and damage. The fiber card was returned and the data indicated that the fiber was not expired, was recognized by the console, and was fired. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. A risk review was completed and confirmed that the event of fiber cap/tip - detached/broke inside patient is defined in the risk documentation. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 13.49 minutes and 119 096 joules used, the metal cap of the fiber came off during the procedure and was quickly retrieved. The procedure was completed with another fiber without patient complications.